Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During an in clinic follow-up, high capture threshold was observe on the right ventricular (rv) lead. The physician was aware that externalized conductors were previously observed on the rv lead. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored. Related manufacturer report number: (B)(4).